Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). At this time, the type of contamination has not been provided by the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) received lab test report which confirms the presence of mycobacterium chimaera. Through follow-up communication with the customer, livanova (B)(4) learned that the heater cooler system 3t was placed inside the operation room during use. Specialty care, owner of the devices, confirmed that all devices have been maintained according instruction for use. The heater cooler system 3t in this report is being used for validation of a deep disinfection procedure conducted by a third party provider. The device was not in use in a hospital. Following the deep disinfection procedure, the device is currently in quarantine until livanova (B)(4) receives clearance of the validation of the deep disinfection procedure in USA. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.